Event description:
It was reported that the pt had experienced a lack of therapeutic effect. The pump volumes were checked. The expected reservoir volume was 4.6 mls; however, the actual volume was 9 mls. A therapeutic bolus and device troubleshooting were discussed. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.